Event description:
Resident was transferred into the shower chair. Resident leaned back as employee was repositioning her feet. The employee heard a "crack". The back of the chair broke which allowed the resident to fall backwards. The employee stopped the resident from falling and being injured.